Event description:
The customer contact reported the patient received more medication than intended. On (B)(6) 2012 at 1537, the device was programmed to deliverfurosemide 200mg/100ml, at a rate of 2.5ml/hr, a vtbi (volume to be infused) of 100ml, for a duration of 40hrs and the delivery was started. No further programming parameters were provided. At 0930, the customer contact reported the container was empty instead of an unspecified volume remaining. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.